Manufacturer narrative:
The technician isolated the issue to the nurse control panel. He replaced the nurse control panel to repair the bed.

Event description:
Information received indicates the reverse trendelenburg function is not working.